Manufacturer narrative:
Due to character limitation (e1) additional initial reporter name: (B)(6) a gas gain in the iab circuit takes place when a gas gain has been detected in the iab circuit. When a cumulative shuttle gas gain exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding battery not charging. They tilted the patient slightly per my suggestion to and will consider decreasing the augmentation control a bit if needed. The patient is stable there was no harm or injury reported.